Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed and a guidewire placed in the left atrium. The transseptal sheath was removed and exchanged for a watchman® access system (was). Upon advancing the was through the septum, thrombus was detected on the was. The was removed and heparin was administered. After removing the was, a slight pericardial effusion (pe) was noted. The pe was not growing and there were no changes in the patient¿s hemodynamics. They continued the procedure and a 27mm watchman ® laa closure device was successfully deployed and released. Once the procedure was completed, heparin was reversed and it was agreed that although the patient remained stable and the pe had not increased, it was adequate enough to perform a pericardiocentesis. Less than a 180cc of fluid was drained from the pericardial space and a permanent drain was left in the patient for future use. There were no further patient complications reported and the patient condition was fine.